Manufacturer narrative:
The sample has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
The customer reported to corporate product surveillance (cps) of 3 incidents where a monoject flush syringe, product code unknown, lot number unknown, is unwinding itself off of the flolink standard bore catheter extension set, product code 2n9060, lot number ur09j20165. The customer is not convinced it is the valve, but would like it investigated. There was no patient injury reported. No additional information is available.

Event description:
Two endeavor sprint drug eluting rapid exchange stents were implanted in the mid lad during the index procedure (ref MFR # 2953200-2010-02425). It was reported that an mi occurred on the day of the stent implantation. Mi was categorized as a non q wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that at the 30 days, 6 months and 1 year follow up post the index procedure, the patient was diagnosed with stable angina. At the 1.5 year follow up post the index procedure, the patient was free of symptoms.

Manufacturer narrative:
(B)(4). The customer returned 2 actual samples and for evaluation. Additionally, the customer sent the monoject flush syringe to baxter with the samples. The returned samples were visually and functionally inspected. During functional testing, the samples were connected to the syringe. The reported condition of the syringe separating from the flolink was confirmed on the samples. A batch review was completed on the reported lot number and no deviations were found. In addition to the evaluation performed, a study was executed to attempt to recreate the failure mode using two hundred (200) samples of (B)(4) (lot number ur10b25043). Of the 8 lot numbers reported by the customer, this lot was still available in baxter's released finished goods inventory. The conclusion of this study was that no disconnection or other connection instability was observed. The reported event could not be reproduced within the study. No assignable root cause could be determined. This is associated with report 5 of 8 received from the facility.

Manufacturer narrative:
(B)(4). The 510k number is k042936.